Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms/false asystole events) has been confirmed. Upon investigation the electrode belt failed a fall-off test. The cause for the failure was isolated to an open green (belt_dischg) wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's belt and reported that it was causing "adjust belt" messages and false asystole events.